Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7026607, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the back and legs. Magnetic resonance imaging (MRI) was taken and showed abscess at the lead site. The patient was prescribed with antibiotics and the patient underwent an early lead pull procedure. The patient was doing well postoperatively.